Event description:
It was reported that the epidural catheter broke off during removal from patient. Based on additional information 5.7cm of the catheter was left in the patient.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter broke during removal. The customer returned one snaplock assembly and one piece of an epidural catheter for investigation. The components were received connected together. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the distal tip is not present on the returned catheter piece. The likely most distal end is severely stretched. The extrusion and the coil wire are stretched. The coil stretches approximately 10mm beyond the extrusion. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion measures approximately 96cm. The inner coils are stretched and extend approximately 10mm beyond the tip of the extrusion. The extrusion and coils appear to be stretched at the distal end of the catheter. This is why the catheter is well beyond outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. However, the catheter tip is missing based on the condition of the sample received. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 6, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." If further catheter resistance is encountered, the literature indicates "stretch catheter slightly and tape it to skin, creating constant tension on the catheter, as patient relaxes and moves, forces holding indwelling portion of catheter diminish and the constant tension on the catheter (created by stretching and taping) will facilitate retraction from the epidural space." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of the catheter breaking off during removal was confirmed based upon the sample received. The returned catheter was missing the distal tip. The catheter showed signs of significant stretching at the point of separation at the likely distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of stretching at the point of separation, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter broke off during removal from patient. Based on additional information 5.7cm of the catheter was left in the patient.